Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy and perineoplasty. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2007 due to stress urinary incontinence and hypercontinence with frozen bladder neck erosion of previously placed mesh. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted; and on (B)(6) 2007, pelvilace was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent urethral bulking (macroplastique 4 ml injected) and cystourethroscopy on (B)(6) 2012 due to recurrent sui and urinary urgency and frequency. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.